Event description:
It was learned that a clinical trial patient with a 25mm 3300tfx pericardial aortic valve exhibited increased gradients (pv: 3.4m/s, mg: 27mmhg) on follow-up tee after an implant duration of four (4) years, four (4) months. It was also noted that the patient had a rocking motion of the aortic valve, noted to be chronic. The patient has developed worsened chf symptoms. The patient has been placed under consideration for a redo aortic valve replacement. The patient is a (B)(6) year-old male with history of hypertension.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned that a clinical trial patient with a 25mm 3300tfx [(B)(4)] pericardial aortic valve exhibited increased gradients (pv: 3.4m/s, mg: 27mmhg) on follow-up tee after an implant duration of four (4) years, four (4) months. It was also noted that the patient had a rocking motion of the aortic valve, noted to be chronic. The patient has developed worsened chf symptoms. The case was cancelled due to endocarditis and the patient was placed under consideration for a redo aortic valve replacement. Additionally, it was learned that the patient's 25mm edwards surgical valve in the mitral position [(B)(4)] has been scheduled for a mitral valve-in-valve procedure after an implant duration of approximately two (2) years, six (6) months due to severe mitral stenosis with a mean pressure gradient of 12-14mmhg and mild regurgitation. The patient has presented with combined diastolic and systolic chf.

Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.